Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the head on the microscope was loose. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The 6mm mounting bolt was tightened to resolve the issue. Unrelated to the reported event, the optics of the optical head was cleaned, and the eyecups of the binoculars were replaced. The system was then tested and met all product specifications. The microscope operator¿s manual provides instructions that the user should verify the mechanical security of the console prior to use. The system was manufactured on february 11, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported can be attributed to a loose bolt. How or when the bolt became loose is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).